Event description:
On (B)(6) 2025, it was reported that the user experienced high blood glucose (bg) readings in the 300s overnight. The patient¿s caregiver confirmed that the infusion site was not visibly bent or leaking. The agent instructed them to replace the infusion set. After performing the site change, filling the cannula, and verifying proper connection, the patient¿s fingerstick bg was 317 mg/dl and trending downward. Follow-up one hour later confirmed bg had stabilized to 166 mg/dl. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.